Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp is confirmed and was determined to be use related. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample. The clamp of the purple extension leg was observed to be cracked. A microscopic observation revealed the fracture site of the crack in the clamp of the purple lumen was jagged and lighter in color and some striations were observed on the fracture surface. A small split was observed in the clamp next to the observed crack and striations were observed on the fracture surface of this split as well. The striations observed on the break surfaces indicate the clamp was damaged by a ground-sharpened instrument and the section of lightened material on the break surface is evidence of a stress crack that propagated from the initial damage during routine use. A lot history review (lhr) of rebq1884 showed no other similar product complaint(s) from this lot number.

Event description:
The sales rep reported for the facility, that a provena catheter was placed for saline hydration. It was stated that one of the lumens became clotted off, then both lumens began to leak. The clamp on one lumen cracked. The catheter was removed. No reported patient injury.